Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a pressure regulating shunt due to hydrocephalus on (B)(6) 2017. On (B)(6) 2019, the patient began frequent epilepsy and was hospitalized. The doctor arranged a MRI for the patient on (B)(6) 2019. The doctor told the patient that the family suspected that there was a blockage. At present, the patient still had epilepsy, couldn't move, and was hospitalized.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that in may 2019, the patient began to have frequent coma symptoms. The patient had a CT scan of the brain and found that there was too much hydrocephalus. Repeated adjustment of the pressure tool by the neurosurgery director could not significantly improve the symptoms of coma. On (B)(6) 2019, the neurosurgery director arranged a chest x-ray examination for the patient to confirm that the position of the end of the abdominal cavity was correct. Pressing the tip of the valve found that the rebound was slow, and the doctor suspected that the end of the ventricle was blocked but could not be accurately judged. At present, due to excessive cerebrospinal fluid, the patient underwent puncture every 1-2 days to exact cerebrospinal fluid. The coma condition was relieved on the day of extraction, and coma also began 2 days later. It was further reported that the neurosurgery director was contacted, and the current patient situation was the valve could work normally, but the patient's protein was very high. In this case, only decreasing the protein could be recommended, otherwise, any method could not be alleviated. The patient's family agreed that the patient's brain protein was indeed high but not too high. The brain protein standard value was 108, and the patient's brain protein was not particularly high at 110. On (B)(6) 2019, the patient was seen, and their valve pressed smoothly and rebo unded quickly. The film indicated that the abdominal catheter was not wrapped, but the shunt was not smooth, and the gear position was at a minimum. As mentioned before, the patient's brain protein was very high at 114, and the normal value was 15 to 45. However, the white blood cells were normal, so the doctor suspects that the residual tumor protein secretion after the tumor, resulting in turbid cerebrospinal fluid, resulting in poor shunt, the patient's ventricles become large. The doctor will treat the patient according to this situation.